Event description:
It was reported during a procedure, high impedances were noted on the rv lead in two different attempts. The lead was removed and replaced. The patient was stable before and after the procedure.